Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Eval summary: patient kept.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented with periprosthetic fracture. Implants listed were removed and doctor proceeded to distally fixed stem. It was a right hip.

Event description:
Patient presented with periprosthetic fracture. Implants listed were removed and doctor proceeded to distally fixed stem. It was a right hip.